Manufacturer narrative:
(B)(4) date sent: 10/08/2020 h10: corrected data = device analysis. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, uncut with all staples present indicating that the device was not fired. The device did not fire during the test, confirming the experience. An attempt to fire the device by physically shorting the firing boarding was successful indicating that the flex circuit was defective. Device was disassembled and flex circuit was inspected under magnification. Cracks were found at the contacts, with cracks spanning the full width of both contacts. Further confirmation using an ohmmeter revealed that the flex circuit remained open even when depressing the switch. This defect however was not observed during testing at the plant. This could have been a latent defect which progressed during the transit. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/29/2020. D4: batch # t5dp2u. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, uncut with all staples present indicating that the device was not fired. The device did not fire during the test, confirming the experience. An attempt to fire the device by physically shorting the firing boarding was successful indicating that the flex circuit was defective. Device was disassembled and flex circuit was inspected under magnification. Cracks were found at the contacts, with cracks spanning the full width of both contacts. Further confirmation using an ohmmeter revealed that the flex circuit remained open even when depressing the switch. The damage to the flex circuit has been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open anterior resection case, echelon circular powered stapler was prepared and assembled for firing as per optimal device performance guide. Red safety was released, and grey firing trigger depressed but device failed to fire. Troubleshooting was performed: battery removal and reinsertion, reopening the device, reattaching anvil to trocar and closing and firing again. Unfortunately, device failed to fire despite troubleshooting. Surgery proceeded with competitive device. The surgery was delayed by 30-minutes but completed successfully with no fragments generated. There were no patient consequences.